Event description:
Customer reported to sales rep that during coronary artery bypass graft procedure, the suture broke. Surgeon obtained a replacement suture and completed the procedure without further complications. There are no reported adverse pt consequences related to this event.